Manufacturer narrative:
Additional information: this emdr is being submitted to include the below: d4: UDI#. H10 - investigation results under , imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions and investigation summary under h10. (B)(6). On 27/oct/2021, a query of complaints reported for malfunction codes, foreign matter was performed, looking for customer reports related to foreign body found on the dressing. As a result, one (1) complaint was reported, related to malfunction codes ¿foreign matter (e.g. Hairs, insects) within primary pack (sterile products), where the end user reports foreign matter inside packaging. No harm was reported. See below photo related to the reported problem: based on the visual inspection of the picture received, the reported condition was confirmed. A black filament that appears to be hair was observed inside the primary packaging. What is the extend of the nc? This document has been created to perform the preliminary investigation for complaints, lot number, icc and sap material for affected lot number 0m00283 with malfunction foreign matter (e.g. Hairs, insects) within primary pack (sterile products). The scope of this nonconformance report is to cover all products from bodolay manufacturing line. Process description: the dressings are extruded in the elc manufacturing line and then are packed in the bodolay manufacturing line: batch record revision results: bulk lots information: bulk lot , quality tests results. 0l0031401 satisfactory results. No issues identified. Final lots information: bulk lot quality tests results. 0m00283 satisfactory results. No issues identified. Based on the review performed to the batch record of finished good lot (s), all the components utilized were correct per bom, under applicable icc code and erp material. The testing results were found satisfactory and the crew requirements and responsibilities, process parameters, tooling¿s, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the applicable process instruction. Therefore, no discrepancy related to this issue were found within the documentation. Based in the operator training matrix, new employees during the induction process are trained in good manufacturing practices (gmp) enviromental guidelines, good documentation practices clean room and proceso de adiestramiento para empleados y contratistas haina, dr. All employees will receive recertification annually based on good documentation practices, safety and good manufacturing practice (gmp). According to environmental guidelines, each employee must meet the following requirements to enter the manufacturing cleanroom: gowning and/or general requirements: gowning and hair protectors are required for all the personnel and visitors. Aprons will also be provided to the personnel designated in the rip out stations in order to avoid the product to get in contact with the gowning buttons. Broken, wet and dirty gowns will not be allowed to use in the production area, except maintenance personnel that were executing any repair activity, neither short pants, shoes in bad conditions or clothes with dirty appearance, or without sleeves. Each employee is responsible for the cleaning of his/her work area. Every employee must wash the hands after attending the restrooms facilities. The nails must be short at the fingertips level, glove is not permitted in production area except those areas or processes that require it according to its procedures. Entry to the manufacturing areas will not be permitted to people with injures or burns. If this is the case, gloves shall be worn, and such burn shall be covered. Any person that enters to the manufacturing area must wash his hands with the solution into the dispensers located at each entrance of manufacturing. It is not allow using labs coats, hairnets and barb covers in the cafeteria area. Conclusion of the preliminary investigation: based on the preliminary investigation carried out, photo available was evaluated confirming the reported problem. No harm was reported for any of the involved complaints in this investigation. No ncr related to foreign particles issues were identified for the affected lot number. Visual inspection test is performed during the manufacturing process to avoid foreign particles in dressing during the manufacturing process. New employees during the induction process, are trained in good manufacturing practices (gmp) according to environmental guidelines, good documentation practices cleanroom and proceso de adiestramiento para empleados y contratistas haina, dr and are annually re-trained in the mentioned document. According to the preliminary investigation, it is concluded that the reported problem was caused by a practice not adequate to the requirements of good manufacturing practices (gmp). The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was hair imbedded in sterile package. The product was not used on patient. A photograph depicting the issue was received from the complainant.